Manufacturer narrative:
Contamination on the commutator cap caused abnormal readings in the rotational sensor, resulting in the first prime ending earlier than intended. As a result, the firing flat was not lined up with the release bar at the end of second prime, preventing deployment of the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a needle mechanism failure had occurred. The pod was not worn and no adverse patient impact was reported.